Manufacturer narrative:
Fracture of the insertion post occured at the pre-defined breaking point of the product. This is a safety feature to prevent the implant from damage. The dentist should have followed IFU j8000.0245 and j8000.0239 to prevent this from happening.

Event description:
Fracture of insertion post for dental implant. Implant could not be placed.